Event description:
The physician was treating a lesion in the lad. The lesion was 90% stenosed. A sprinter legend rapid exchange (rx) balloon catheter has been used to pre-dilate the lesion. The device was inflated to eight atmospheres but the physician was unable to deflate the balloon. Manual aspiration and indeflator were used in an attempt to deflate the balloon. This was unsuccessfully and the physician withdrew the balloon manually without any further issues. The device was prepped and inspected prior to use with no issues noted. There was no pt injury and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(46). Eval results: (root cause cannot be determined). Eval summary: the hypotube was bent and wavy. There was a hardened crystallized substance present inside the inflation lumen. The distal tip was damaged. The balloon bond was stretched.